Event description:
A report was received that the patient had a procedure related infection at the pocket site. Symptoms were redness and drainage at the ipg site. Antibiotics were prescribed. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.